Manufacturer narrative:
The retain testing was not performed due to the kit being expired at the time of the evaluation at abbott diagnostics (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as there were no positive results found in the logfiles on the provided date. MFR ref report: 1221359-2021-02278.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 respectively. This MFR. Report addresses date (B)(6) 2021 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal sample. Pcr confirmation testing was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.